Event description:
It was reported that following an implant procedure the patient was experiencing pain, discomfort at the back and numbness at the lower extremities. The physician advised that the patients symptoms were due to epidural bruising or bleeding not caught before closing the incision site. The patients ipg and leads were explanted and all device components were discarded. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that following an implant procedure the patient was experiencing pain, discomfort at the back and numbness at the lower extremities. The physician advised that the patients symptoms was due to epidural bruising or bleeding not caught before closing the incision site. The patients ipg and leads were explanted and all device components were discarded. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(4). Batch: 543151.

Event description:
It was reported that following an implant procedure the patient was experiencing pain, discomfort at the back and numbness at the lower extremities. The physician advised that the patients symptoms were due to epidural bruising or bleeding not caught before closing the incision site. The patients ipg and leads were explanted and all device components were discarded.